Event description:
Distributor matt trupkovich reported a drill broke in the patient's mandible and the tip of the drill was unable to be removed.

Manufacturer narrative:
Upon evaluation of the returned drill no manufacturing defects were identified. We are unable to determine how many times the drill was used, if the drill was inspected for damage prior to use, or if the correct surgical technique was used. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.